Event description:
As reported by the user facility: repeated priming to clear air. Medication/fluid: norepinephrine. IV rate: 0.6 mcg/kg/min. Other details: two b braun pumps running in tandem were used for norepinephrine infusion (set at 0.2 and 0.4 mcg/kg/min) to minimize interruptions in drug delivery if one of the pumps alarmed and stopped functioning due to erroneous "air in line" alarms. Unfortunately, both pumps alarmed and ceased drug delivery very close in time, thereby resulting in complete cessation of vasopressor delivery to the patient. Alarm events: air in line - not visible and unresolved.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.